Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer's blood glucose level was 208 mg/dl at the time of the report. The customer stated her insulin pump's screen was partially blank and her keypad was unresponsive. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.